Manufacturer narrative:
The permanent cautery hook (pch) instrument was found to have a broken monopolar yaw pulley at the posts. Broken piece(s) were missing as a result of the breakage. The sizes of the missing pieces were approximately 6.37mm and 8.96mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the tip of the permanent cautery hook (pch) instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.